Manufacturer narrative:
Customer returned meter. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of high readings was not duplicated during testing.

Event description:
Customer reported receiving a high reading on her freestyle flash meter and basing her insulin dosage on this reading. Shortly after, customer experienced a hypoglycemic event and was hospitalized. Customer reported that a month ago a similar event occured. Customer reports losing consciousness and having seizures. Customer was treated at the emergency room with an i.v. To raise her glucose level.